Event description:
Pt undergoing a right thoracotomy. Needed to return to o.r. After initial surgery secondary to degree bleeding. Upon examining surgical site surgeon noted stapleline failure of right thoracotomy.